Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5months post implant of composix e/x mesh, patient was diagnosed with infection and pain thereby underwent repair with removal of mesh. The warning section of the IFU states, " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh. Per operative notes, ¿large colostomy site hernia sac, small bowel and colon were dissected. A composix e/x mesh was placed and secure it with suture.¿ (B)(6) 2006 - patient was diagnosed with removal of infected mesh and repair of complex incisional hernia thereby underwent open repair with the explant of composix e/x mesh and implant of biological mesh. Per operative notes, ¿infected mesh was removed. Biological mesh was placed and secure it with suture.¿ attorney alleges that patient had abscesses, infections and pain.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.